Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
A friend or family member of the patient reported that the patient programmer (pp) will not power on. New batteries were tried which did not resolve the issue. A replacement pp was sent to the patient. Additional information received from the patient's sister on 2016-jul-19 stated that the patient's battery was not working. It was indicated that it was not turning on and her sister was dependent on the device. There were no patient symptoms alleged related to this event. Indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.